Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer disconnected the call, multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.